Event description:
Patient's representative additionally reported capsular contracture baker grade unknown, pain, depression, bruising, disfigurement, mass under the arm or breast, headache, scarring, loss of strength or full range of motion in arms, heat sensation, chronic insomnia, thyroid nodules, loss of quality of life, and ptsd. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "lump filled with water and blood," "buckling," "burning sensation," and "exchange of textured breast implants due to the patient¿s concern with the product."

Event description:
Patient reported a right side "lump filled with water and blood," "buckling," "burning sensation," and "exchange of textured breast implants due to the patient¿s concern with the product." Healthcare professional reported rupture. Device remains implanted.